Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-10504. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed, but landed too proximally so it was full recaptured. A second 33mm watchman ® laa closure device was deployed; they initiated two tug test and noticed that the closure device was not compressed and was protruding proximal to the limbus, there was also a mitral shoulder present. The closure device was fully recaptured. At this time the patient experienced a drop in blood pressure, a pericardial sweep via echocardiogram showed a small effusion. A pericardial tap was performed and they withdraw 1100 to 1200ml of fluid and re-introduced blood. The patient was stabilized with medication, but, they continued to withdraw fluid, so after about an hour of it flowing and then picking back up again. The patient was sent to surgery due to continual accumulation of fluid. While in the operating room a perforation was found and repaired. The patient was discharged and is doing well.